Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported a section of the tubing ballooned. The nurse primed the set and while inserting it into the pump module noticed a ballooned section. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.